Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call blank display, low battery alert, weak signal alarm and external ram crc error alarm. Customer advised they replace the battery constantly and the battery cap comes up at times. Customer advised there are times when the battery is replaced and the screen is blank. Customer advised there was a time where the device would rewind itself. Troubleshooting for the low battery alarm was performed. Customer's alarm history showed an external ram crc error alarm. Customer was advised that a replacement battery cap will be sent out and to call back if the issues persist.